Event description:
It was reported that the tip of an aleutian straight inserter, inner shaft fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
It was reported that the tip of an aleutian straight inserter, inner shaft fractured intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.